Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst verified display output by observing the ccm home screen elements with a flashlight. The image was present but was not visible under ambient light. The ccm inverter was installed into a luo ccm and the display was visible. A luo inverter was installed into the ccm and the display was still not visible. It was determined that the display backlight did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) backlight was not working. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.